Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a delayed hv shock due to a diagnostic issue. Programming changes were made. Patient was stable and there were no adverse consequences.